Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The wife reported that the patient passed away on (B)(6) 2018. On the official record, it lists his cause of death was due to renal failure, heart failure, and diabetes under natural causes. Prior to his death, he had a broken hip from which he never recovered. The patient also experienced dementia. He had been taking several medications including warfarin, flomax, prograf, prednisone, morphine, and methadone. The patient had been in a long-term care facility since (B)(6) 2018.